Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.